Event description:
Received info that an 840 ventilator graphical user interface (gui) keyboard keypads were stuck. Device was being used on a pt when event occurred. The customer did not provide info regarding the pt outcome. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The tse recommended replacing the gui keypad. Covidien was not authorized to service device.

Manufacturer narrative:
(B)(4).